Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's screen was black and displayed contents were not viewable. There was no harm or injury reported. The device's lcd was replaced to address the issue.